Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported a performa blood glucose result of 1.6 mmol/l. Retested 5 minutes later: 2.5 mmol/l, 5.7 mmol/l, and 3.6 mmol/l, all 3 results within 12 minutes. Reported no adverse event. A request was made for the return of the meter and strips.